Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa instructions for use (IFU), key anatomic elements that may affect successful exclusion of the aneurysm include short proximal aortic neck. Per IFU, adverse events that may occur and/or require intervention include, but are not limited to endoleak. The safety and effectiveness of the gore® excluder® aaa endoprosthesis have not been evaluated in patients with pending rupture or ruptured aneurysms.

Event description:
On (B)(6) 2016, the patient presented emergently to the facility with a ruptured abdominal aortic aneurysm, and was implanted with a gore® excluder® aaa endoprosthesis. According to the report, the patient's infrarenal aortic neck was short (measurement unknown), and required the physician to snorkel both renal arteries to achieve successful proximal seal. The rupture was resolved, and the patient tolerated the procedure. On (B)(6) 2016, computed tomography scan reportedly identified a type ia endoleak at the proximal end of the trunk-ipsilateral component (rlt281416/14763852). According to the physician, the patient's infrarenal aortic anatomy may have been a contributing factor to the endoleak. On (B)(6) 2016, the patient underwent a re-intervention procedure whereby a gore® excluder® aortic extender component was implanted to treat the type I endoleak. The endoleak was resolved, and the patient tolerated the procedure.